Event description:
The customer reported difficulty turning on the device, requiring significant pressure on the power button. There was no adverse impact to the customer¿s blood glucose level. The customer declined the offer for technical support to address the issue and was informed about the warranty expiration date.